Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The other asahi referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during the procedure, the green teflon coating was scraped off the distal end of the core on two prowater guide wires. The guide wires were removed from the anatomy when it was noted that the teflon was coming off. Another prowater guide wire from a different lot number was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: 2 prowater j guidewires and a piece of gauze were returned. It was found with one prowater j that its ptfe coating was scrapped from approx. 12cm to 73cm from proximal end, continuously on the shaft surface but partly intermittently. With the other prowater j guidewire, it was found that its ptfe coating was scrapped from proximal end of the guidewire, or the section to be connected to extension wire, to 147cm continuously on the shaft surface but partly intermittently. It was also found that the scrape damage of the ptfe coating was very thin (narrow) in some part and comparatively wide in some other part. In the gauze, fragments of scraped and fractured ptfe was found wrapped. In the production process, namely after the ptfe coating over the shaft, coating adhesion test is conducted with each coating lot in order to check that the adhesion strength meets the products specifications. The ptfe coating adhesion strength of the subject lot products has been confirmed meeting the criteria. With the provided information and the outcomes of inspection of the returned guide wires, it is presumed that the used guide wires were pulled back under the condition where the tip of the inserter used in combination was contacting the guide wires with angle, so that the ptfe coating of the guide wire was exposed to excessive abrasive and scraping force and damaged. With the outcome of inspections and conducted tests, there is no indication of a deficiency with the products. The instructions for use (IFU) describes: never use metallic needle or metallic sheaths for insertion and withdrawal of the guide wire, other wise the surface of guide wire ma be damaged significantly. Separation or breakage of the guide wire is listed as one possible complication and adverse event. The lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Thirty-one unused devices were returned and tested. The reported teflon peeling was not confirmed.